Manufacturer narrative:
(B)(4). Investigation summary: the analysis results showed that two gst60w cartridge reload was received. The reload was received with no apparent damage and fully fired. As the returned reload was received fully fired, no functional test could be performed due to the condition of the reload. Event described could not be confirmed as the cartridge was received fully fired. The analysis found that one gst60b cartridge reload was received for analysis with not apparent damage. The reload was received partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. The analysis found that one psee60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Two videos were received. Upon visual inspection of two videos, the following was observed: the video shows a device with a blue reload loaded entered the body at the 9:34 mark. Tissue is placed between the jaw and reload. At the 10:53 mark is noted that device is firing. However, when the jaws are opening, the reload appears to be partially fired and some staples protruding of pockets could be observed. Also, the tissue was not properly cut and slightly bleeding was noted. The second video shows a device with a blue reload loaded; the reload shows some drivers up and staples protruding of pockets along of reload could be observed. At the 0:15 mark some staples appears to be unformed stuck in the tissue. Based on the videos reviewed, the event describes are confirmed, however no conclusion or root cause could be determined.

Manufacturer narrative:
(B)(4). Batch # t5dt2h. The analysis found that one gst60b cartridge reload was received for analysis with not apparent damage. The reload was received partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. The analysis results showed that two gst60w cartridge reload was received. The reload was received with no apparent damage and fully fired. As the returned reload was received fully fired, no functional test could be performed due to the condition of the reload. The analysis found that one psee60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information was requested and the following was obtained: what was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Staples were malformed and only 20% of staple line was there. Was the staple line interrupted; staples not present/visible on any portion of the staple line? Yes on,y the first 20% of staple line was there and rest never came out of cartridge is the current patient status known? Patient so far is fine. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Yes patient stayed an additional night in the hospital. How much time was added to the surgery due to the issues experienced? Approximately 2 hours. Were there any unusual noises noted during use? What was the patient bmi and gender? How was the issue addressed? Was the post-operative care changed in any way other than additional night in hospital? No noises were heard during firing prior to stapler malfunctioning. Patient was a female with a bmi under 40. What happened was described in original complaint submission. Her post op care was changed by additional surgery time, intervention of an additional emergency surgeon, additional night in hospital, closer than normal observation, and a smaller than normal pouch as they had to change technique after they excised damaged stomach.

Event description:
It was reported that the surgeon was firing psee60a stapler with blue cartridge across the stomach to begin forming the pouch for a gastric bypass and the stapler misfired, cutting the tissue but not fully stapling. The procedure was delayed by an unspecified amount of time and additional hand sewing was need to close wound. Bleeding had to be controlled, jagged tissue had to be trimmed and a new staple line delivered which resulted in more surgical time and a smaller than normal pouch.